Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: small pin at the tip of the screw driver broke off. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Device is not distributed in the united states, but is similar to a device marketed in the us.

Manufacturer narrative:
Device used for treatment and not diagnosis. Tip is broken off. Small pin at the tip of the screw driver is broken off. The performed investigation has shown that small pin at the tip of the screw driver is broken off. The allen wrench exhibits signs of wear. We can not comprehend the exact cause for this overload afterwards. The fracture surface is homogeneous, what indicates proper material quality. A new solution to the allen wrench would be the newly developed support sleeve for pedicle screws part no. 314.069.